Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on objective and light guide lenses, and chipping of the plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing of their evis exera iii bronchovideoscope device, it was discovered that there was rust on the distal end. There was no patient involvement.